Event description:
User alleges they have been having problems with the foam and plastic separating on the endotracheal tube holders. No endotracheal tube extubations due to this.

Manufacturer narrative:
Results eval: co has rec'd unopened samples for eval. Upon completion of the eval, a follow-up report will be submitted. The user facility did give a variety of lot numbers but are unsure which lot they were having problems with. A review of our complaints database shows no other reports on any of the lot numbers provided.